Manufacturer narrative:
Concomitant medical products: 694965 lead, implant date: (B)(6) 2006. 419388 lead, implant date: (B)(6) 2006. Dtmb1d1 crtd, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.